Manufacturer narrative:
H3: the returned pump passed all testing in the laboratory and no anomalies were identified. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received in a foreign user report, which had been sent to the manufacturer by the respective competent authority. The user report indicated that there was "impossibility of pricking into the implanted pump to fill it." It was confirmed via follow-up with the manufacturer representative that this was in reference to the previously reported issue of the physician being unable to access the cap.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving baclofen via an implantable pump. The indication for use was not provided. It was indicated that the physician reported being unable to access the catheter lateral port of the explanted pump with the purple needle. It was further noted that the physician reportedly had difficulties in doing the previous opacification of the catheter, and that was why she wanted to try to access the port during the pump replacement. It was requested that this be checked during the pump analysis. Additional information was received in response to a follow-up request for clarification of the reported inability to access the catheter access port (cap). In reply it was indicated that during the pump change procedure, the physician first tried to aspirate csf through the cap and explained to the manufacturer representative that the purple needle didn't fit into it. Additional information was received in response to a follow-up request. It was confirmed that the purple needle used was the manufacturer's 24-gauge non-coring purple needle, which came from the new pump package. It was detailed that the physician wanted to test the cap of the explanted pump but didn't investigate further/didn't try using another needle. It was indicated that the physician suspected that there was an issue with the pump.